Event description:
It was reported that the patient began experiencing diaphragmatic stimulation the day after the initial implant, just before being discharged. To confirm a dislodgement, a chest x-ray was conducted, which indeed showed a displacement of the lead. The lead was subsequently repositioned the following day. No additional adverse patient effects were reported.